Event description:
It was reported that the patient has expired after an implant duration of approximately 1 month, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
A falsely depressed total psa result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a higher result was obtained.it is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed total psa result.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided regarding the event, and no device was returned for evaluation. Device not returned.

Manufacturer narrative:
Through follow up with the health care provider (via fax), additional information and the operative report was received. Per the operative report of 2009, the bioprosthesis was implanted and "the valve seated nicely and the sutures were tied." The patient was "returned to recovery in stable condition and normal sinus rhythm." It was noted by the surgeon that the patient died in the nursing home 30 days after the operation due to the "failure to thrive" and the patient "did not eat."the device history record (DHR) review was completed,and this device passed all manufacturing and sterilization inspections with no nonconformance.